Manufacturer narrative:
(B)(4). Batch # m91h58. The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 20 clips as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken; it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during unknown procedure, clip formation failure occurred. No additional information provided.